Event description:
The report indicated that the customer's bgs were continuously high within a six hour span despite having administered multiple boluses. No alarm was initiated by the pod and no product issue was reported. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.